Manufacturer narrative:
P-cap or reservoir locks properly into place. Device received with critical pump error and pump error 35. Force sensor voltage measured at -370.5 mv. Critical pump error received due to force sensor 0 offset measured not within specification range. Device unable to perform displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test due to critical pump error. Device received with pillowing keypad overlay and minor scratches on case.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that insulin pump received critical pump error alarm which was indicated that a broken force sensor was detected during seating or regular delivery and other critical pump error alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.